Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a gastroplasty procedure, the product ripped at the moment of the clipper¿s passage. The current patient status is good.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the circular seal was cut. The trocar, cannula, and envelope seal appeared intact. The obturator was received. The obturator was received inserted into the cannula. Prolonged insertion can cause the envelop seal to become stretched. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.